Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿/¿check te pad¿ messages) was confirmed due to ECG ¿c&d¿ white wire being pinched at the distribution node plug. The belt did not pass falloff testing. The root cause for the pinched wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" and "check therapy electrode" messages.